Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device declared a battery depletion error message. A boston scientific engineer confirmed the message was due to excessive magnet activations and could be disregarded. No adverse patient effects were reported.